Event description:
It was reported that the patient underwent a l5-s1 anterior lumbar discectomy and fusion as well as a l4-5, l5-s1 posterolateral fusion. It was reported that her surgeon used an anterior and posterior approach by performing two separate fusions using rhbmp-2/acs. After her surgery, the patient began to experience severe back pain and right leg pain. A CT scan from (B)(6) 2009 showed a large bony ossification in the right neuro formation at l4-5. It is further reported that the patient has required extensive medical treatment including the insertion of a spinal cord stimulator on (B)(6) 2012 and during the procedure it was reported that she lost the use of both legs and continues to be bedridden. She has also undergone three additional surgeries to remove a blood clot, remove the spinal cord stimulator and to rectify a herniated disk in her thoracic spine. She continues to have daily severe pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.